Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 20.0mmol/l with polyuria, polydipsia, headache and dry mouth. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support was not able to complete troubleshooting as the patient was not available. This report is being made due to the bg excursion the patient experienced due to a history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: the pump was exercised for 24 hours with no issues observed. The pump accurately recorded the basal insulin deliveries that were performed during the duration test. The total daily doses added up to the correct amount and reflected the user's programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.